Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was related to subject usability issues. They were unsure if it was physical or cognitive difficulties recharging the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient¿s device had always been difficult to charge and then their battery depleted and they were unable to recharge. No interventions were planned and the event was noted to be unresolved at the time of study closure. No further complications were reported or anticipated.